Manufacturer narrative:
(B)(4). Neither product nor applicable imaging studies were made available. Hence, we cannot draw any conclusions. We do not know whether our product caused the adverse event. We are filing this report for notification purposes only.

Event description:
It was reported that on an unknown date, postoperative infection was observed in the patient, which resulted in a revision surgery.